Event description:
It was reported that when using the bd pyxis¿ cii safe screen frozen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident found station was stuck in white screen app was not running. A technical support specialist rebooted station. The system functioned as intended after the technical support specialist troubleshot the device.